Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a product mandrel and balloon protector. There was contrast in the inflation lumen. The hypotube was completely separated 85cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination of the distal shaft presented no irregularities that could have contributed to the damage. No distal weld damage was found. The balloon was tightly folded. No damage or irregularities were noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-feb-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mmx2.0mm, eccentric, de novo target lesion containing a bend of <=45 degrees was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.